Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed rite testing (returned instrument test/evaluation). The device failed during evaluation, therefore there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was found during the evaluation of the returned device and was determined to be due to a piston foam. The piston foam was scrapped. If additional relevant information becomes available, a follow up report will be submitted.